Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention may occur.

Event description:
Additional information received indicates that the ipg wa explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6 medical device problem code should have been "2885 - battery problem" instead of "1057 - premature discharge of battery" in additional report 1. This correction is reflected in this additional report 2.